Event description:
There was an allegation of questionable creatinine plus ver.2, total protein, c-reactive protein (crp), and glucose results for 2 patient samples on a cobas c 503 analytical unit. On (B)(6) 2025, sample 1 had an initial total protein result of 53 and an initial glucose result of 6.48. The repeat total protein result was 70, and the repeat glucose result was 2.46. On (B)(6) 2025, sample 2 had an initial creatinine result of 18 umol/l, an initial total protein result of 51, and an initial crp result of 3.7. The repeat creatinine result was 66 umol/l, the repeat total protein result was 67, and the repeat crp result was 5.4. The total protein, glucose, and crp units of measurement were not provided.

Manufacturer narrative:
The reagent information was not provided. The customer observed sample tube gel on the sample probe and cleaned it. The field service engineer (fse) performed a sample probe cleaning with bleach and checked the rinse station. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) troubleshooted the blank cell alarms and replaced the bath windows and heat cut filter. The root cause of the event was found to be consistent with pre-analytical sample handling issues. No product problem was identified.